Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the right ventricle setscrew fell out of the grommet when engaged by a wrench. The ipg was removed and exchanged with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.